Event description:
It was reported the catheter was placed on (B)(6), and when it was inserted and ready for pruning, it was found that the scale was missing, and the pruning location could not be accurately determined, and the tube was discarded after extubation. No other information was provided. 2/14/2024 - the device returned for evaluation exhibited worn/smeared depth markings.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged or incomplete catheter markings was confirmed; however, the root cause was not identified. The implicated product was one 4fr single lumen groshong catheter and the returned product was one photograph which depicted a 4fr single lumen groshong catheter. The depicted device was inserted into the arm of a patient. A portion of catheter shaft was visible extending from the insertion site. The catheter markings between the 40cm and 52cm markings were partially worn. A region of worn/smeared markings were observed; however, identification of the root cause would require inspection of the physical sample. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.